Manufacturer narrative:
The device was returned to olympus for inspection. There was no customer allegation. A root cause could not be identified. Based on the information obtained, it is unclear whether reprocessing was performed according to the instruction for use (IFU), so the cause of the foreign object remaining could not be identified. In addition, the following reportable malfunctions were identified during the device evaluation: the objective lens adhesive joint was peeling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a foreign matter was present inside the nozzle. There was no patient involvement.